Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the average pressure and vacuum values were not within the normal range. The fse removed the manifold drive unit and found that soot stains were found in the area k7 and k8. The fse then cleaned the contact surface of the solenoid valve set and performed all functional and safety tests to factory specifications. The unit passed all tests performed and was in working condition. Because the unit has been used for 19140 hours, the fse recommended to change the maintenance kit at 5000 hrs because soot accumulates from the rubber diaphragm. The last replacement history was 2017.

Manufacturer narrative:
Updated data: b4,e1(name , email) e2,e3, g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(impact).

Event description:
It was reported that prior to use , the cs100 intra-aortic balloon pump (iabp) unit heart support machine autofill failed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit heart support machine autofill failed. There was no patient harm reported.